Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator was being used to defibrillate a patient in battery mode. The device charged to 150j but it was not possible to apply the shock. The customer then placed the device on main supply voltage and the device was able to shock. There was no negative patient impact.